Event description:
It was reported that customer's insulin pump alarmed motor error, and the drive support cap was indented, but uneven. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with flush/loose drive support disk. The device alarmed motor error during the basic occlusion test as a result of a flush/loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.